Event description:
Treatment of an anterior cerebral artery (aca) arteriovenous malformation (avm). During the procedure, it was reported that the physician had a difficult time visualizing the amount of onyx being injected and consequently the catheter ruptured near the distal end. The physician was able to embolize the entire avm. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00072.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).